Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-lead fixation. Upn: (B)(4). Model: sc-4318. Serial: n/a. Batch: 20911813.

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration. The patient underwent a replacement procedure and was doing well postoperatively. The explanted devices will not be returned per hospital policy.